Event description:
It was reported that after the tracheostomy, the smiths medical cuff started to slowly deflate and a leak was noticed afterward. Clinical consequences were desaturation and hypoxemia. A tube change was carried out. No further adverse patient effects were reported.